Event description:
The customer reported that while the iabp was in use on a patient, the iabp would not display ECG information on the patient with the pump. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Company service representative tested the pump with simulator and also tested customer cables with simulator. All leads selected functioned normally. The event reported could not be duplicated. Performed performance tests and safety checks to factory specifications. Pump was returned to the customer. (B)(4).